Event description:
(B)(6) 2011, risk received a call from operating room stating they had just removed a urethral sphincter prosthesis that had a hole in the balloon. On (B)(6) 2011, "cystoscopy was first performed." "The bladder neck was open. There was no bladder pathology. At the level of where the sphincter should be there was no indentation whatsoever. Cycling of the sphincter revealed no change in appearance intraurethrally." Incision was made after scope removed and foley placed. "An incision was made at the penoscrotal junction to accommodate blunt and sharp dissection. The sphincter cuff was identified. The sphincter cuff was empty. The bulb was then delivered into the wound. The bulb was full of clear fluid. There was a scant amount of clear fluid around the tubing. This was cultured and sent to pathology for culture. At this point, cycling of the pump revealed transfer of fluid from the bulb, but did not transfer into a cuff. The cuff did not inflate. The bulb then refilled appropriately and there was no air in the tubing. The cuff was then removed from around the urethra and remained flat despite cycling the pump. At this point a rubber shod was placed on the tubing going to the reservoir and the tubing was transected. The pump and cuff were delivered off the wound for analysis by the manufacturer, ams. Risk was notified and the items sequestered.